Event description:
5/26/97, a long gamma nail was implanted following a spiroid breakage of the femur. The nail broke in two pieces at the proximal 1/3 and 9/20/97, revision surgery was required. The reporter noted that there is a pseudoarthrosis at the level of the nail's breakage and callus above and under the breakage.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to early weight bearing.